Event description:
I was using equashield syringes and a vial adaptor to prepare opdivo in normal saline. The first 35 ml syringe began leaking medication behind the plunger. I switched to a second 35 ml syringe from a different lot, but the same issue occurred. Could possibly be the vial adaptor. Vial adaptor 20 - lot: 2529332a exp: 04/01/2028 syringe unit 35: lot: 2528494a. Exp: 02/01/2028. Syringe unit 35: lot 2529054a. Exp 03/01/2028. Health code: 4582. Device code: 1354. Reference reports: mw5172863, mw5172864.